Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection. The suture in the cervical incision site came loose and was opened lifting the cervical lead. Purulent discharges were also noted. The physician removed the lead. Antibiotics were prescribed. The patient was doing well.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was device or procedure related.

Event description:
A report was received that the patient had developed an infection. The suture in the cervical incision site came loose and was opened lifting the cervical lead. Purulent discharges were also noted. The physician removed the lead. Antibiotics were prescribed. The patient was doing well.